Event description:
The lens did not center correctly into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00097 for the delivery device used with this intraocular lens. Results: the lens was received and evaluated. The eval found one haptic of the lens was broken, no other defects were noted. The insertion device was not returned. The cause of the damage cannot be determined.